Event description:
It was reported that when the camera head is plugged in, the monitor displays a mostly black screen. A small area shows a flesh-tone color, but nothing is discernible. This issue was identified during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.